Manufacturer narrative:
Should additional relevant information become available. A supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a pounds per square inch test during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.